Manufacturer narrative:
The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. The shunt was returned for investigation: the lumen was found to be partially open. Therefore, the complaint can be considered as confirmed. After the cleaning the lumen was open. All products pass 100% final inspection prior to approval. If a defect would be noticed, the product would have been rejected and segregated immediately. Since the partial blockage was removed after cleaning the device, there is no indication for a manufacturing related factors that could cause the blockage and it seems that the blockage was formed after the product left the manufacturing plant. The root cause could not be conclusively determined since the blockage could have been caused by many different reasons during and after the clinical procedure. The blockage does not seem to be product related since after the shunt cleaning, the blockage was removed. There are no other complaints in the lot. Additional information has been requested. (B)(4).

Event description:
A surgeon reported that after a glaucoma filtering shunt was implanted the patient's intraocular pressure (iop) did not decrease. The surgeon suspected that the shunt was clogged. The shunt was exchanged for another shunt. Additional information was requested.